Manufacturer narrative:
Additional information was received on the event on may 8, 2019. The signal noise was at least on the carto 3 system on both the body surface and intracardiac signals. However, they still had signals available on the body surface ECG on the polygraph. Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. About two hours into ablation, a signal noise occurred on the thermocool® smart touch® sf bi-directional navigation catheter on the body surface and intracardiac electrocardiogram. The cable was changed; however, the issue did not resolve. The catheter was changed and this resolved the issue. The procedure was completed without patient consequence. The device was visually inspected and the pebax was observed damaged with metal exposed and reddish brown material inside. Then, an electrical test was performed on the catheter and it was found within specifications; however, the thermocouple values were found out of specifications. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed. The thermocouple wires breakage issue does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/9/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30133175l number, and no internal action was found during the review. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted that the pebax was damaged with metal exposed. About two hours into ablation, a signal noise occurred on the thermocool® smart touch® sf bi-directional navigation catheter, the body surface and intracardiac electrocardiogram. The cable was changed; however, the issue did not resolve. The catheter was changed and this resolved the issue. The procedure was completed without patient consequence. The noise issue was assessed an not reportable. The risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on april 9, 2019, the pebax sleeve was reddish brown inside and damaged with metal exposed approximately 7 mm from the distal end of the tip dome when bent. The pebax damaged with metal exposed was assessed as a reportable issue. The awareness date is april 9, 2019.